Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had a blood glucose (bg) level of 243mg/dl. The customer attempted to treat the elevated bg level with a bolus, but the bg level never lowered (bg level went from 243 to 282mg/dl). Recommendation was made that the customer change out the insertion site.